Event description:
It was reported that the patient's right atrial (ra) lead had a fracture in the insulation and showed noise. The patient will have follow up. The lead remains in use. No patient complications have been reported as a result of this event.